Event description:
(B)(4) this is about the tandem t:slim. This model has a button on the top edge. When that button is pressed for a long time, delivery stops and a loud alarm goes off. I wore it with a clip case that greatly reduced the profile of that button, but just wearing it on my belt caused the button to be depressed and delivery to be stopped many times by my hip. If insulin delivery is stopped, many bad things can happen to someone with type 1 diabetes. I believe this is a design flaw or maybe they only tested it with skinny people.